Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a bile duct biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. They tried advancing the spyscope ds ii through the stenosis, but were unable to do so. Reportedly, the physician judged that since it was difficult to advance the device through the stenosis of the bile duct to observe the target lesion, the procedure could not be completed. The procedure was not completed due to this event since biopsy could not be performed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks along the shaft. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment was performed. The device was connected to a console and no live image was displayed. Articulation was tested and was found to function as expected. No problems with articulation were noted. X-ray imaging of the distal tip showed a cloudy appearance of the thru-silicon vias (tsvs) or wires. X-ray imaging of the handle showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect was noted. The reported event was confirmed. Evidence from xray showed a cloudy area at the tsvs or wires at the distal tip, consistent with fluid ingress from procedure or humidity exposure during sterilization. It is likely that the camera wires separated from the redistribution layer (rdl), due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported loss of image. An investigation has been completed to address visualization problems due to fluid ingress at the rdl. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used during a bile duct biopsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost approximately 15 minutes into the procedure. They tried advancing the spyscope ds ii through the stenosis, but were unable to do so. Reportedly, the physician judged that since it was difficult to advance the device through the stenosis of the bile duct to observe the target lesion, the procedure could not be completed. The procedure was not completed due to this event since biopsy could not be performed. There were no patient complications reported as a result of this event.